Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name. Upon investigation of this incident, it was determined that the user was unable to issue the medication, as the system indicated that the quantity could not be exceeded. A technical support specialist (tss) instructed the customer on how to properly request the medication and enter the required quantity to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user cannot issue medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ generic medbank, user cannot issue medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.